Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string was missing from a tampon and she was unable to remove the pledget from her vaginal cavity. She went to the ER for removal of the pledget. She did not experience any adverse health effects.